Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There are CAPA #¿s noted for the following parts replaced that have an already existing CAPA. CAPA #: (B)(4) for iui damages. CAPA #: (B)(4) for lvp door latch. A review of the device history record for sn (B)(4) was performed from date of manufacture 05/13/2013 to the present date 11/24/2020 and note that this device has been returned for service once without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.

Event description:
The customer reported that the device is broken/damaged. There was no patient involvement.

Manufacturer narrative:
Corrected d2, g5.

Event description:
The customer reported that the device is broken/damaged. There was no patient involvement.